Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit suddenly shut down when the fio2 was set from 35% to 40%. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. It was reported that the unit suddenly shut down when the fio2 was set from 35% to 40%. It was also reported that a "check vent: ventilator restarted" appeared on the device and the device restarted during use on a patient. No alarms had occurred after the restart. The unit was sent to the repair center. At the repair center, the reported issue was not reproduced. The event log was checked, and it was confirmed that the history of "check vent: ventilator restarted." (Diagnostic code 1101) and "user interface cpp." (Diagnostic code 3007) had occurred together. It was then stated that if both error codes had occurred together then no further action is required. The device restarted to resolve the condition. The occurrence of "check vent: ventilator restarted." (Diagnostic code 1101) and "user interface cpp." (Diagnostic code 3007) together requires no action. A restart resolved the condition. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.